Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during removal of the gripper line, the gripper line broke which required the line to be cut, and a portion was left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve and leaflet grasping was performed. Difficulty was noted while turning the actuator knob. The device was returned to neutral position, and the knob was able to turn. The clip was then released successfully. Upon removal of the gripper line, no resistance was noted but the gripper line broke. The gripper line was left in place and was still attached and remained in the deployed clip. The gripper line was cut off at the groin and the separated portion remained in the anatomy. With two clips implanted, mr was reduced to 1-2. The patient was confirmed to be clinically stable post procedure. No additional treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported physical resistance when rotating the actuator knob was likely a result of procedural conditions; however, a cause for the reported gripper line break could not be identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.